Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reports that the aligners keep their incisors in place when worn. Upon removing the aligners, the incisors are loose and begin to move back to their crooked position. After 1-2 hours, the teeth have moved enough that the retainers are uncomfortable to put back in. Advised patient to see their dentist and to provide an update and diagnostic letter from the dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.